Manufacturer narrative:
The insulin pump received with blank display due to corrosion inside the battery tube. Unable to verify the motor error alarm due to blank display. Drive support disk was inspected and no anomaly was noted. No moisture damage found on electric assembly and motor. Motor was tested outside of the device and passed the motor tests. The insulin pump received with missing end cap sticker and scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 181mg/dl. Troubleshooting was performed. It was stated that the drive support cap was protruded. It was stated that the insulin pump was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.